Manufacturer narrative:
Block b3: date of event is approximated based on the month and year the study was conducted. Block e1: initial reporter's address: (B)(6). Block d4, h4: the article did not provide the involved device upn and lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature source: m. Ulufi, et al. "New techniques in luminal endoscopy: single-centre hot axios experience." Turk j gastroenterol 2024; 36 (supp1): s1-s97. Poster presentation (ps-022). Block h6: imdrf patient code e0506 is being used to address the event of patient bleeding. Imdrf patient code e1002 is being used to address abdominal pain. Imdrf patient code e230101 is being used to address fever. Imdrf impact code f2302 is being used to address the need for a blood transfusion. Imdrf impact code f2202 is being used to address the endoscopic procedure. Imdrf impact code f2303 is being used to address the event where the patient required medication.

Event description:
Boston scientific corporation became aware of an event involving the axios stent and electrocautery enhanced delivery system through the article titled "new techniques in luminal endoscopy: single-centre hot axios experience" by m. Ulufi et al. The study evaluates the efficacy of the hot lams (lumen-apposing metal stent) system and shares insights from the first center in turkey to use this technology. According to the article, a single-center retrospective study included 25 patients treated between may 2023 and august 2024 with different axios stent treatments. The most common complication was abdominal pain, requiring narcotic analgesics in six patients. Post-procedural fever occurred in two patients, one required reintervention after 12 weeks, and 14 had no complications. Four patients experienced bleeding managed with erythrocyte suspension, which resolved with replacement therapy. Please see the referenced article for full details.